Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection, requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was that via a trial that the 3.5 x 23 mm rx xience v stent was deployed in the proximal circumflex lesion and a dissection occurred. The dissection required treatment with an add'l xience v stent. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - dissection, in the IFU is a known adverse event associated with coronary stenting and is not necessarily an indication of a prod qual issue. Dissection can be influenced by several factors including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and my cause acute closure of the vessel requiring add'l intervention." However, a conclusive root cause for the reported pt effect and the relationship to the device, if any, cannot be determined.